Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unspecified date in may, a chemoclave¿ bag spike with additive port, chemoclave¿ generated a leak during patient use. The reporter stated that there have been events of stick down and leaks. There was no patient harm reported.

Manufacturer narrative:
Received one (1) used ch3955 chemoclave bag spike with additive port connected to various mating devices and one (1) new ch3955 for inspection. One (1) of the claves on the used ch3955 was stuck down. No defects or anomalies noted on the new ch3955. The stuck-down clave was disassembled, and the internal spike was found to be bent and broken. The returned spiros was used to connect to each of the other claves on the used and new ch3955. There were no other stick downs. The reported complaint can be confirmed. The probable cause is due to a salt lake city molding defect. The device history review (DHR) was performed and no relevant nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
Investigation summary: received one (1) used ch3955 chemoclave bag spike with additive port connected to various mating devices and one (1) new ch3955 for inspection. One (1) of the claves on the used ch3955 was stuck down. No defects or anomalies noted on the new ch3955. The stuck down clave was disassembled, and the internal spike was found to be bent and broken. The returned spiros was used to connect to each of the other claves on the used and new ch3955. There were no other stick downs. The reported complaint can be confirmed. The probable cause is due to a salt lake city molding defect. The device history was reviewed and no relevant nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.